Event description:
New information indicates that the right atrial (ra) and right ventricular (rv) leads were explanted.

Event description:
Related manufacturer reference number: it was reported that intermittent noise was detected on the right atrial (ra) and right ventricular (rv) leads. At times the noise is consistent from atrial and ventricular channels but at other times it is isolated. It was discussed an in-clinic evaluation with isometrics to test for reproducible noise. No known intervention was performed at this time, and no patient symptoms were reported.